Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements during a routine device check. Slight noise was observed on the shock channel when isometrics was performed. All other lead measurements were acceptable and stable. An invasive procedure was performed. This lead was explanted and successfully replaced. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.